Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a four watchman laa closure device & delivery systems (wds) were used during a left atrial appendage (laa) closure procedure. During the procedure, 3 closure devices were deployed and fully recaptured. After a 4th (30mm) closure device was deployed and released, a small pericardial effusion was noted via transesophageal echocardiogram (tee). The patient was then observed for 10 minutes for which they remained stable for the entirety. The effusion grew to a maximum of 1mm at systole and less than half a millimeter at diastole. No interventions were performed and the patient was sent for routine observation. Later that night, the effusion grew and a pericardiocentesis was performed. The drain was removed the next morning and it was noted the patient was doing well.